Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, hernia recurrence requiring placement of new mesh for repair, weakness in medial aspect of mesh. The device had been used with bard medium plug and bard strap. After the original procedure, additional potentially related procedures were performed, including revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant prod: bard perfix plug (lot# unknown) and bard ventralex mesh (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent left inguinal hernia and ventral infraumbilical hernia. It was reported that after implant, the patient experienced hernia recurrence. Post operative treatment included placement of new mesh for repair, weakness in medial aspect of mesh and spermatic cord identified and mobilized. The device had been used with bard perfix plug (left inguinal) and bard ventralex mesh (ventral hernia).